Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The multi-out power supply was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The mutli-out power supply was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively while setting up for a fess procedure, the site could not get communication established with the axiem box. The site restarted the system multiple times without resolution. The procedure continued without navigation. The clinical specialist (cs) called in and checked the em interface which indicated the multi-out power supply was not working. The cs switched the I/o hub power to another 5v and power was restored. The cs restarted the system and the axiem performed correctly. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.